Manufacturer narrative:
(B)(4).

Event description:
The patient reported that a couple of months after implanted in 2009 lightning hit his driveway while patient was in the house. When the lightning hit, it picked him up and flipped him over and he landed on his wife. The patient now turned it off during electrical storms. Indication for use included failed back surgery syndrome.